Event description:
It was reported that a vns pt experienced an increase in seizures due to unk reason. Info from the treating neurologist revealed he was not able to interrogate the pt's generator and was referring the pt for generator replacement surgery. Further info was received in the form of clinic notes stating the pt was complaining of some chest discomfort while being examined by the treating neurologist in 2009. At the moment, it is unk if the discomfort was related to vns stimulation as good faith attempts have been unsuccessful to date.